Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the fibers in the distal section near the connecting ring of the colonovideoscope were non-functional. There were no reports of patient injury.